Event description:
During the procedure, the radiofrequency button would stick and had to be pressed several times to turn rf energy on or off. The generator was used to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
The returned device passed all functional testing and all controls worked as intended. During simulation testing the ablation button would intermittently stick. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported sticking button remains unknown. This event does not meet the criteria for medical device reporting.